Manufacturer narrative:
On 6/3/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. While starting the first ablation, temperature went up quickly and unable to sustain an ablation under power control mode. The thermocool® smart touch® sf bi-directional navigation catheter was remove from patient and found that it was clogged and unable to flush or run high flow. On 5/9/2019, additional information was received indicating it was noticed that a clot had formed on catheter tip, (not char). The patient has not exhibited any neurological symptoms. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected, the irrigation tube was found occluded with reddish material, however, no damage was observed on the tubing. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the occlusion observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the use of the device during the procedure. Additionally, during the product evaluation the lot # was verified to be 30170381l. As such, field d4. Lot has been updated with 30170381l, d4. Expiration date updated with 1/22/2020 and h4. Device manufacture date updated with 1/23/2019. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacture record evaluation cannot be conducted because no lot number was provided by the customer.  (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the patient for right ventricle (rv) mapping for about half an hour. While starting the first ablation, temperature went up quickly and unable to sustain an ablation under power control mode. The thermocool® smart touch® sf bi-directional navigation catheter was remove from patient and found that it was clogged and unable to flush or run high flow. They switched to another catheter to continue the procedure. There were no patient consequences. On 5/9/2019, additional information was received indicating it was noticed that a clot had formed on catheter tip, (not char). The patient has not exhibited any neurological symptoms. It was reported the temperature increase quickly after ablation started, however, no error messages regarding flow appeared. There was no system error message from carto 3 system since ablation stopped immediately after the temperature limit reached. Ablation was set to be stop after 30 sec, which was never achieved because the first ablation point was only 1-2 seconds before the temperature cutoff was reached. Time color options were used. The smartablate generator was set to power control mode with power of 30 watts, temp cut off at 42, impedance 250 ohms and the smartablate generator stopped ablation by itself. Impedance cut off didn¿t exceed. Contact force was around 0-20 grams, no high force was noticed. The smartablate pump had irrigation setting is standard mode (power up to 30 w, high flow rate of 8 ml/min; 31 watt or greater, high flow rate of 15 ml/min). No error from the smartablate pump. The irrigation issue discovered visually as they did not see the spray pattern while flushing and then they did flushing by syringe. 1000 unit of heparin in 1000ml of normal saline used. Patient is anticoagulated, activated clotting time (act) was maintain around 300s throughout the case. The customer¿s reported issue of high temperatures is not MDR reportable since the smartablate generator stopped delivering rf and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The customer¿s reported issue of no irrigation is not MDR reportable since occlusions or no irrigation is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event was originally considered non-reportable, however, bwi became aware of a thrombus/clot formation on the catheter tip through additional information received on 5/9/2019, as such, the complaint was reassessed and determined to be MDR reportable as a malfunction.